Event description:
The pump was returned for investigation. Evaluation revealed that force sensor calibration is above the correct count. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box review shows two ¿occlusion¿ alarms due a high force on (B)(6) 2013. The pump powers ¿on¿ and displays ¿verify¿ screen. Force sensor calibration is above the correct count. The unit passed ¿ez-prime¿ steps and exercised for 24 hour correctly, no ¿occlusion¿ occurred during the investigation. The pump¿s cover was removed, no intermittent condition was found to the force sensor circuit. Force sensor resistance is within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).